Event description:
It was reported that a cardiac tamponade and perforation occurred. A watchman access system (was) anterior curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that during deployment of the closure device, the feet of the implant perforated the laa. At this time, the patient's blood pressure decreased and resulted in a pericardial effusion and cardiac tamponade. A pericardiocentesis was performed and the patient became hemodynamically stable. The patient was on warfarin with an inr of 2.1. The closure device successfully met release criteria and was implanted, which remains in service. Patient is stable and has been discharged home. No other complications were noted.